Manufacturer narrative:
No procedure delays or cancellations were reported. The user facility reported that upon opening the sterilizer chamber to initiate a dart® (daily air removal test) cycle, steam was released. The operator was not wearing proper ppe specifically gloves and obtained a burn. The employee sought medical treatment at the facility's emergency room. The 16" century sterilizer operator manual (1-1) states, "warning-burn hazard: sterilizer and rack/shelves will be hot after cycle is run. Always wear protective gloves and apron (also face shield if processing liquids) when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following previous operation." In addition, the operator manual (1-1) states, "warning-burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." A steris service technician arrived on-site, inspected the 16" century sterilizer, and identified the leak to originate from the s2 valve. Upon further inspection, the technician identified the s2 valve seat was corroded allowing a small amount of steam to enter the chamber. The technician replaced the unit's steam assembly, including the s2 valve and seat, tested the unit and returned it to service. The unit was installed at the customer's location in march of 1997 and has been in use for approximately 20 years. No additional issues have been noted.

Event description:
The user facility reported their 16" century sterilizer was leaking steam.